Event description:
A report was received that the patient had a suspected infection at the ipg incision site. The patient is now feeling better. No further information will be provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.